Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as the event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
This event is related to manufacturer report numbers 2030404-2011-00171, 3005188751-2011-00094, 3005188751-2011-00095, 3005188751-2011-00096. It was reported, while performing an atrial fibrillation ablation procedure, the patient developed a pericardial effusion. Transseptal puncture was performed using an sjm brk needle and an sjm transseptal introducer. A livewire duo-decapolar catheter (resterilized) was placed in the coronary sinus. A response ep catheter, livewire ep spiral catheter, and a cool path duo catheter were placed in the heart. Geometry was completed using the livewire ep spiral catheter. Ablation was about to be started when the patient became hypotensive. Intracardiac echocardiography was used to diagnose a pericardial effusion. A pericardiocentesis was performed, 200cc of blood was removed from the pericardium and the patient stabilized. The physician believes the perforation may have occurred while manipulating the catheter to obtain velocity model information. The patient's current condition is listed as "good."